Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on 12/29/2014 was 20 mg/dl and they were treated by emergency medical service personnel with glucagon. It was reported the pump¿s time and date reset to default when the battery was removed from the pump for less than 24 hours. The reporter noted the patient remained on pump therapy, and the pump¿s basal settings were recently changed by a healthcare provider. This complaint is being reported because the alleged serious injury was attributed to a reported pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed no evidence of a time and date reset; a manual time change was observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.